Event description:
While being tested by the distributor, it was noted that the unit would operate normally from line power, but would not operate from the plug-in battery. There was no pt involved. The unit was completely tested and no problem was found. The battery being used for the testing was found to have a broken weld on one of the cells. The event is not occurring more frequently or with greater severity than is usual for the device.